Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient was presented with spinal stenosis and underwent a minimally invasive decompression surgery. During surgery, the bottom jaw of the micro-pituitary fell off when it was being used. No fragment of the device remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.